Event description:
The customer contacted heartsine to report that they could not insert their pad-pak into their device. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as upon receipt the pad-pak could not be inserted into a test device. The investigation determined the root cause of the reported fault to be a bent locator pin on the returned pad-pak. The device was scrapped by heartsine and the customer was provided with a replacement device.